Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an increase in a blood glucose value of 147 mg/dl. It was reported that the pump had an insulin flow block alarm and which led up to high blood glucose. The customer was admitted to the emergency room and was treated with an IV insulin drip. The customer does not experience the symptoms. Troubleshooting was performed and it was unknown whether the pump was used within 48 hours and unknown whether the auto mode feature was active at the time of the event. The event was resolved by the complete set change. No further patient complications were reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The customer was hospitalized for alleged high bgs/dka and no delivery alarm on dec 26 2022 -dec 28 2022 jan 7 2023-jan 16 2023. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0875 inches.the stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test.no unexpected no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads and scratched reservoir tube window.the test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received.reviewed the pump history file for no delivery alarm listed on dec 26 2022 -dec 28 2022 and jan 7 2023-jan 16 2023. There was no "no delivery alarm" listed on 12/26/22.12/27/22 11:32:00 alarm #4 - alrm_counts_exceeded - excessive pump counts12/27/22 18:51:34 alarm #4 - alrm_counts_exceeded - excessive pump counts12/27/22 19:56:28 alarm #4 - alrm_counts_exceeded - excessive pump counts12/28/22 02:12:00 alarm #4 - alrm_counts_exceeded - excessive pump counts12/28/22 04:35:03 alarm #4 - alrm_counts_exceeded - excessive pump counts12/28/22 04:37:31 alarm #4 - alrm_counts_exceeded - excessive pump counts12/28/22 07:14:00 alarm #4 - alrm_counts_exceeded - excessive pump counts12/28/22 08:13:04 alarm #4 - alrm_counts_exceeded - excessive pump counts12/28/22 08:16:00 alarm #4 - alrm_counts_exceeded - excessive pump counts01/07/23 02:04:00 alarm #4 - alrm_counts_exceeded - excessive pump counts01/07/23 09:02:00 alarm #4 - alrm_counts_exceeded - excessive pump counts01/07/23 17:33:31 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 14:44:07 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 15:49:40 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 16:44:07 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 17:26:47 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 19:05:17 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 20:00:00 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 20:05:55 alarm #4 - alrm_counts_exceeded - excessive pump counts01/08/23 20:12:02 alarm #4 - alrm_counts_exceeded - excessive pump counts01/09/23 15:15:52 alarm #4 - alrm_counts_exceeded - excessive pump countsthere was no "no delivery alarm" listed after 01/09/23.the pump passed the functional testing. Unable to confirm alleged high bgs/dka.no delivery alarm not confirmed.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.